Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: knee arthroplasty global instability, incompletely solved during a previous revision by bearing exchange alone, allowed persistent instability problems in the knee, possibly further triggered by a trauma to the knee, requiring a second knee revision early after the previous revision surgery for an adequate solution by component exchange to triathlon ts devices. Product history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: knee arthroplasty global instability, incompletely solved during a previous revision by bearing exchange alone, allowed persistent instability problems in the knee, possibly further triggered by a trauma to the knee, requiring a second knee revision early after the previous revision surgery for an adequate solution by component exchange to triathlon ts devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to instability. The entire construct was revised to a ts knee.